Event description:
Report 1 of 2. It was reported while using bd vacutainer® plus citrate tube, one tube underfilled resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 samples from the customer in support of this complaint; however, the returned samples are from batch 5329623, not from the batch 5260044. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill. Bd was not able to determine a definitive root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® plus citrate tube, one tube underfilled resulting in sample recollection. No adverse impact was reported regarding the patient or user.